Manufacturer narrative:
Due to characterization limit e1 initial reporter name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during the procedure that the cardiosave intra-aortic balloon pump (iabp) experienced backflow of blood through the catheter toward the device. It could not be confirmed that blood entered the device during the event. No harm or injury was reported.